Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with three sensors. It was reported that one of the sensors did not have an electrode, and the other two were stuck in the serter. It was reported that the sensors and serter would be replaced.